Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with a test minilink and the glucose sensor simulator. The sensor feature working properly. No lost sensor alarms were noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 117 mg/dl. Nothing further reported.